Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2023-00010.

Event description:
The patient was revised due to dislocation on (B)(6) 2023. The implantation date was on (B)(6) 2019. A cup was explanted. A cup was implanted.